Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the physician's alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.2; poc inr: 2.8; therapeutic range: 2.0-3.0. Testing was performed simultaneously. Reportedly, one finger stick was used for multiple tests and the multiple drops of blood was applied to the sample well. There was no reported adverse pt sequela. There was no add'l info provided.